Event description:
Healthcare professional reported "capsular contracture baker grade iii". This record is for the right side. The device was explanted, replaced and not returned.

Manufacturer narrative:
Reason for reoperation: capsular contracture baker grade iii. The event of "capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Clarification to d6a partial onset date: 2021 reported.